Event description:
A customer reported that an unexpected negative reaction was obtained on the 3-cell screening assay on galileo echo (B)(4) with a known anti-e sample.

Manufacturer narrative:
A review of the image files showed that reactions appeared as expected. Upon repeat testing, a different vial (same lot) of liss was used than was used for initial testing, the expected results were obtained. The instrument is operating as expected.